Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017. The patient died at home, and the cause of death was unknown. It was reported that the lvad functioned as intended. No further information was provided.